Event description:
It was reported by service report that the headend right siderail was missing from the bed. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: missing siderail.